Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that the posterior leaflet was short and the leaflets were thin and friable. The first clip was successfully deployed in the medial position. Next, the xtr clip delivery system (cds 81112u118) was advanced to the mitral valve; however, the gripper arms could not be lowered. The clip was not implanted and the xtr cds was removed. An xtr clip was then deployed in the a2/p2 and an ntr clip (81107u155) was deployed in the lateral position to further reduce mr. After deployment, the third clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). In the physicians opinion, the slda was due to the short, thin and friable leaflets. Additional treatment will be scheduled at a later date. Three clips implanted, reducing mr to 3-4. No additional information was provided.